Event description:
A malfunction alarm was reported. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur and customer continued using the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.